Event description:
It was reported that the device had a power on reset (por) due to a parity error. The patient reported not leaving the house since the previous clinic follow-up or experiencing exposure to radiation so the cause of the issue is unknown. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power-on reset due to a critical ram parity error recorded on (B)(6) 2013. The parity error was considered low severity and the device should be able to recover after reset. (B)(4).